Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, although the issue was not occurring at the time of the call. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge. Technical support advised the caller to contact them again for troubleshooting if the problem arises with an active fill estimate.